Manufacturer narrative:
Correction: the previously reported - date of explant of blank was incorrection. The correct response is (B)(6) 2018.

Event description:
It was reported that the asymptomatic patient presented in clinic. Chronic elevated high voltage impedance was noted since (B)(6) 2017. It is unknown if the impedance issue was caused by a right ventricular lead issue or physical damage to the implantable cardioverter defibrillator due to the physical nature of the patient's hobbies. The implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. During the same procedure, the right ventricular lead was capped and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of an impedance anomaly was confirmed. The device was tested on bench and a broken can wire was observed. The cause of the impedance anomaly was found to be a broken can wire.